Manufacturer narrative:
D10 concomitant product: egiauxl - egiauxl endogia ultra univ xl stapler, lot# p2g0014. Egiauxl - egiauxl endogia ultra univ xl stapler, lot# p2g0340. Egia60amt - egia60amt egia 60 artic med thick sulu, lot# n2j0412y. Egia60amt - egia60amt egia 60 artic med thick sulu, lot# n2g0384y. Unknown egia su - unknown endo gia sulu, lot# unknown. Unknown egia su - unknown endo gia sulu, lot# unknown. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation de tected an unreported condition: the clamping mechanism was deformed and staple pushers were partially flush with the cartridge. Visual inspection noted the reloads were fully fired and the clamping mechanism was deformed. Staple pushers were partially flush with the cartridge. Functional testing found the reloads were loaded into a representative instrument and were cycled without hesitation or binding and was applied to test media. The reloads interlocks was tested and found to function properly. The product analysis noted evidence that the device was not used as intended. These issues may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and staple formation, which may result in poor hemostasis and leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling the stomach, twice, the handle was blocked on the tissue after having placed the handle with the reload on the tissue. The physician managed to remove the device locked on tissue by using the black retracting knob. Another handle was used, but the same issue occurred. The physician then made some tests on a compress with the reload and the handle in both cases, but it did not work either. Both handles were tried for firing, but did not fire when tested (after the issue, outside of the patient). The surgeon was able to press the green button and was able to begin squeezing, but an unusual resistance was felt and then the snap occurred. To complete the case, a third handle was then used, it worked normally, and issue was resolved. There was no patient injury. Medtronic's initial evaluation of the incident device found that the clamping mechanism was deformed which is an indicative of a thick tissue.